Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon fell apart inside of me [foreign body in reproductive tract], tampon fell apart, big pieces that broke off [device breakage], when I went to take it out it fell apart inside of me [complication of device removal] . Case narrative: consumer reported via phone that when she took out the tampon it fell apart inside of her. No serious injury was reported.

Event description:
Tampon fell apart inside of me [foreign body in reproductive tract]. Tampon fell apart, big pieces that broke off [device breakage]. When I went to take it out it fell apart inside of me [complication of device removal]. Case narrative: consumer reported via phone that when she took out the tampon it fell apart inside of her. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon fell apart inside of me [foreign body in reproductive tract]. Tampon fell apart, big pieces that broke off [device breakage]. When I went to take it out it fell apart inside of me [complication of device removal]. Case narrative: consumer reported via phone that when she took out the tampon it fell apart inside of her. No serious injury was reported.